Event description:
Thirteen days post index procedure the patient was taken to the hospital as an emergency due to heart failure (acute pulmonary edema). The patient developed shock but did not complain of cardiac pain. An abnormal electrocardiogram was observed so coronary angiography was conducted and thrombus was observed in the implanted cypher. The thrombus was organized, so it appeared that a few weeks had passed since the thrombus had generated. Plain old balloon angioplasty was done to treat the thrombus. Eighteen days later, the patient recovered from heart failure and was discharged from the hospital. The physician commented that the possible cause of the thrombotic event was because the stent was under-dilated. The patient had a target lesion in the proximal left anterior descending. The vessel was an in-stent restenosis of a 3.0 x 24mm driver stent. The vessel was eccentric and type b2. The lesion length was 15mm and vessel diameter was 3.2mm. In 2006, the patient was admitted for an elective case. A 2.5 x 18mm cypher stent was implanted at 23atms for 10 seconds. The lesion was post dilated with a 2.0 x 15 mm balloon at 8atms. The vessel was jailed at the first diagonal branch so the kissing balloon technique was conducted for the first diagonal and the proximal left anterior descending. The residual percentage of stenosis was 0. Timi flow grade pre and post procedure was 3. The patient's medications include the following: aspirin, ticlopidine and heparin.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.